Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/12/2020. Additional h3 investigation summary: two used needles of product code mcp493g, lot pgz720 were received for analysis. During the visual inspection of two used needles, the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. In addition, marks on the body needle that appears to be by uses of surgical instrument and body fluids were observed. Besides, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to condition of the samples, no performance - breakage needle was found. An empty opened foil and a used needle of product code mcp493g, lot # pgz720 was received for analysis. During the visual inspection of a used needle, the swage and attachment area were noted to be as expected; the tip and body needle were examined under magnification and no defects, damage or needle breakage were found. The needle was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to condition of the sample, no performance - breakage needle was found.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformance were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a pacemaker procedure in 2019 and suture was used. While closing the patients skin the needle broke. The cutting edge of the needle broke off and could not be located through visual inspection. Due to the size of the needle he felt it not necessary to dissect down to locate. It is unknown how the case was completed. There were no patient consequences.